Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2020-apr-17 regarding a patient receiving remodulin (dose and concentration unknown) via an implanted infusion pump. It was reported that at an unscheduled visit on (B)(6) 2020, the actual volume was reported as outside the expected volume on the accuracy chart. The expected volume was 8.1ml and the actual volume removed was 19ml. No adverse events were reported. No applicable interventions were performed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported the pump infusion rate was programmed to deliver the same dose per day per recommendation of pulmonary medicine. It was noted that following the procedure the patient's vital signs were unchanged. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study and rep indicated that on (B)(6) 2020 another volume discrepancy occurred. The expected volume was 4.1ml and the actual volume was 14ml. No adverse events or symptoms were reported. No additional medical intervention was required to prevent permanent injury or impairment. No assessment for product/therapy/procedure relatedness was made. The patient's medical history included dizziness, lightheadedness, dyspnea/shortness of breath on exertion, fatigue/weakness, hypotension, pulmonary hypertension, syncope due to pulmonary arterial hypertension, an incomplete right bundle branch block, hyperlipidemia, diarrhea related to remodulin therapy, raynaud's phenomenon, low back pain, arthritis, arthralagia, headache related to remodulin therapy, jaw pain related to remodulin therapy, and flushing related to remodulin therapy.